Event description:
The report stated, that after beginning the radio frequency ablation procedure, a water leak occurred at the tube of the needle. Another needle electrode was opened and used. There was no reported injury.

Manufacturer narrative:
Date of initial report: 12/20/2007. The incident sample was not returned for eval therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.